Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During an angiogram of the femoral artery, the physician placed the stent and inflated then deflated the balloon. Upon removing the balloon it partially detached from the catheter and then got caught on the sheath. The physician was able to remove the entire device from the patient. The physician was finished with this procedure so no additional devices were required. There was an unspecified amount of blood but no transfusion was required. No additional procedures or intervention required due to this occurrence.